Event description:
It was reported that the patient has atresia. He was no longer able to hear with his device. The external parts were checked and functional. He had excellent hearing performance with his device after implantation. No accident was reported. The patient was running without the audio processor. After he attached the audio processor, he had no hearing sensation anymore. A revision surgery was planned for (B)(6), 2011. During the revision surgery, the implant was removed to be examined, with the floating mass transducer directly placed to the membrane of the stethoscope: no sounds could be heard. The patient was re-implanted during this surgery on (B)(6), 2011.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.